Manufacturer narrative:
(B)(4)

Event description:
It was reported the delivery system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was positioned in the laa. A 27mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The closure device was not positioned correctly; there was a 6mm leak, so it was fully recaptured and removed from the patient with no damage noted. A 30mm watchman ® laa closure device & delivery system was then used. The position of the transseptal puncture was not good. The closure device was deployed, but it did not meet the release criteria, so it was fully recaptured. It was noticed that the delivery system was damaged upon removal from the patient. The procedure was completed with another device. There were no patient complications and the patient is stable.

Event description:
It was reported the delivery system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was positioned in the laa. A 27mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The closure device was not positioned correctly; there was a 6mm leak, so it was fully recaptured and removed from the patient with no damage noted. A 30mm watchman ® laa closure device & delivery system was then used. The position of the transseptal puncture was not good. The closure device was deployed, but it did not meet the release criteria, so it was fully recaptured. It was noticed that the delivery system was damaged upon removal from the patient. The procedure was completed with another device. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) with the implant inside the sheath, and protruding 6 mm out of the tip. The implant was deployed during lab analysis, and the device was bloody. The implant was consistent with the reported information. The sheath, tip, core wire and implant was microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions) and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).